Event description:
It was reported that when an asymptomatic patient presented at the clinic during follow-up, the device was post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on real-time egm. At a subsequent follow-up, it was observed that the patient received inappropriate atp therapy due to post-sensed t-wave oversensing. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.